Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope had foreign objects clogged nozzle. The reported issue occurred during preparation of use for an unknown diagnostic procedure. Due to this clog, the air and water supply flow was weak. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. This finding was likely attributed to insufficient cleaning or handling of the scope. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.